Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One tacticath quartz ablation catheter was returned for evaluation. Visual inspection revealed bends in the shaft at the strain relief and 10.10¿ proximal to the strain relief. The results of the investigation concluded that the optical signal properties for fibers 1-3 met specifications. Electrodes 1-4 met sjm specification requirements of acceptable resistance values with no open or short circuits detected while undeflected, deflected, and during manipulation. The thermocouples also met specifications for temperature response. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported cardiogenic shock cannot be conclusively determined.

Event description:
Additional information from the physicians indicated the patient was in a fragile state of health prior to the procedure and the cardiogenic shock may have been caused by hemodynamic and/or respiratory issues unrelated to sjm device.

Event description:
During a ventricular tachycardia ablation procedure, the patient developed cardiogenic shock and subsequently expired. The patient was hemodynamically unstable prior to the procedure and experienced cardiogenic shock two hours into the procedure and expired. There was no issue with any sjm device used during the procedure.